Event description:
The customer reported that when the device was unplugged the battery is only lasting several minutes and the battery charge indicator was empty. The device alarmed for low battery, then alarmed for depleted battery and powered off. During testing at the user facility, the device change battery soft key was pressed and the device was charged overnight. The battery charge indicator was full and when set to run, alarmed for low battery. During testing and investigation a review of the entire device error log found n252 (depleted battery) and n56 (replace battery) alarms. The device displayed a low battery alert upon power up on dc and after a minute, powered off during self-test. The battery was replaced and connected to ac power and the ¿change battery¿ soft key was pressed and the device passed on dc. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.